Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The patient experienced lens rotation. It was indicated the surgeon had repositioned the lens; which had rotated again. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).